Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation will be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (05/22/2014), the lay user/patient¿s product(s) has been returned and were evaluated on (B)(4) 2014 and (B)(4) 2014 by lifescan product analysis with the following findings: the meter and test strips involved with this complaint failed testing. When test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.